Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019; 383069 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the right ventricular (rv) lead had dislodged and exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.